Event description:
Device malfunction: none. Symptoms/ae: vasospasm, headache and occlusion of inferior cerebral artery. Time of symptoms/ae: during the stenting procedure. It was reported that during the stenting of the left internal carotid artery the patient experienced a vasospasm and was given nitroglycerin and the event was resolved on event day. The patient then complained of a headache after the IV nitroglycerin given for the vasospasm. The event was resolved the next day. It was also reported that on event day, upon completion of the angio it was revealed that the pericallosal branch of the inferior cerebral artery was now occluded. The nihss remained "0" and the MRI on event day revealed scattered areas of restricted diffusion within the left frontal lobe. This was not a clinical stroke. The event resulted in prolonged hospitalization. No additional information was available.